Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had battery issues. Customer also reported the insulin pump powered off without any alerts prior. The customer's alarm history showed a battery out limit alarm occurred. The customer reported they were able to retrieve the insulin pump's display. Customer did not report any damage to the battery compartment. The insulin pump will not be returned for analysis.